Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the ilet user ran out of g7 sensors and operated the ilet pump in bg run mode for more than three days, after which dosing stopped and the user elected to swap therapy. This was characterized as an improper or incorrect procedure/method, with no specific device component implicated. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while a usage problem was identified consistent with operating the system outside instructions; no specific part or sub-assembly was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.